Event description:
It was reported that the product heated up during the dry cycle of equipment preparation. This did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The cord was received by the MFR and the complaint was confirmed. Upon disassembly, it was discovered that there was a broken wire which may result in heat generation that can be detected by the user.